Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated that they were not able to clear the alarm and had keypad anomaly. Customer reported that numbers were not ramping on their own and scroll bar was not moving with no input. Customer reported that insulin pump had critical pump error during troubleshooting and open book image on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.